Manufacturer narrative:
(B)(4). (Surgical intervention required, medical interventions) title: consecutive versus selective primary and revisional single incision laparoscopic bariatric surgery: personal experience in 330 cases source: obes 1524 surg (2020) 30:1515¿1526 date of publication: 19 december 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, the 2-part study retrospectively evaluates the feasibility, safety, and standardization for both consecutive primary and revisional sils bariatric surgeries. The part-1 study started in 2011 in belgium wherein 290 consecutive sils, including 80.68% primary bariatric surgeries and 19.32% revisional gastric bypass, followed by part-2 in lebanon in 2016 by 40 selective primary sils were involved. The procedure of single incision was successfully completed in all of the 330 cases in part 1 and part 2. Early complications included staple-line leaks, fistula, secondary gastric and intestinal perforations requiring reoperations. Late surgical complications include occlusions, requiring laparoscopic mesenteric defect¿s closure on an internal herniation, and incisional hernia in 12 patients. Eight cases of superficial local infection treated with local application of isobetadine, and two cases of chronic deep infections including one case of granuloma that needed deep surgical excision. Six cases of marginal ulcerations were detected in smoker patients and were medically treated with higher doses of omeprazole. One delayed stricture with dysphagia, small bowel obstruction that was successfully operated by laparoscopic right axillary exploration and closure of both mesenteric and petersen¿s defects. Consecutive versus selective primary and revisional single incision laparoscopic bariatric surgery: personal experience in 330 cases elie chelala, wissam el hajj moussa, simon rizk 2020.